Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys ft4 and elecsys testosterone assay on a cobas e 801 analytical unit. Patient 1: the sample initially resulted in a testosterone value of <0.12 g/l, accompanied by a data flag and repeated as 6.47 g/l. Patient 2 (on (B)(6) 2022): the sample initially resulted in an ft4 value of 66.0 pmol/l and repeated as 23.4 pmol/l. Patient 3 (on (B)(6) 2022): the sample initially resulted in an ft4 value of 32.8 pmol/l and repeated as 19.9 pmol/l. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The alarm trace showed multiple sample short alarms. The customer has confirmed that no further issues have occurred. The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with a sample quality-related issue.